Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose level was in the range from 471 mg/dl to 524 mg/dl. Customer current blood glucose was 395 mg/dl. Customer was treated with insulin pump and manual injection or insulin pen for high blood glucose. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.